Event description:
Leakage of fluid from clave port reported. An elderly palliative care pt was receiving an unspecified IV solution and antibiotics via groshong IV access. The pt was checked and found to be ok at 1400. When she was checked again at 1515, the pt's sheets were wet with IV solution and the groshong access site had clotted off and was lost. The IV access site was not restarted because the pt was terminal. The pt did expire on some unspecified date but due to pre-existing terminal illness and unrelated to this incident. Add'l pt info was requested, but no further info has become available.